Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the reported clinical observations with the caller. There was no noise and sensing measurements are stable. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that patient¿s system consists of a chronic boston scientific right ventricular (rv) lead and a competitive device. An alert was generated for out of range pacing impedance measurements when the competitive device was implanted. A measurement of 1558 ohms was noted at that time. Since that time, measurements have been gradually rising and an alert was triggered again due to a measurement of 2100 ohms. Threshold measurements were also elevated. No adverse patient effects were reported.